Manufacturer narrative:
User facility sent medwatch report to FDA. Atrium first learned of event upon receipt of report forwarded to atrium from FDA. No device returned and not lot number provided. Unable to review lot history record. Reviewed complaint log for any similarly described events. None were noted. An oasis chest drain does not have a stopcock, nor does the connector tubing or the thoracic catheter. Attempted to contact the hospital for further details. No add'l details were forthcoming. Atrium medical distributes more than (B)(4) chest drains annually and has received no similar complaints of this type.

Event description:
From user facility medwatch report: pt transferred to have chest tube repositioned or replaced and they found that the stopcock on the catheter was broken and was allowing air to freely go in and out of the chest tube. Unsure when/how this happened. Pt has had the chest tube for 2 weeks. Original intended procedure: chest tube closed system (note: the atrium oasis chest drain does not have a stopcock).